Event description:
The customer reported that during a sync cardioversion attempt the device would not sync or cardiovert. The users switched to a different defibrillator but the patient converted their rhythm on their own and no cardio version was needed.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.